Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6)was performed from the date of manufacture, 08-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the drawer kept failing repetitively. The field service engineer (fse) inspected the connections and retractor band cable and found no visible damage. The fse reseated the retractor band connections and the sensor connections. The fse then tested the system using the hardware test application, which passed successfully, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 2.2 repeatedly failed and continued to require recovery. The issue recurred after being fixed, and the drawer consistently prompted for the albuterol inhaler count.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.